Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment as to specific out of specification readings but did confirm that the output and settings were not an exact match and the main printed circuit board was replaced as a preventive. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at vvi sensitivity testing the external pulse generator's output was out of tolerance. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.